Event description:
During attempted implant, it was reported that there was loss of capture on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.